Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician planned to perform an avm case. The physician getting access took magic 1.2f after the preparation of the catheter navigated to the eca branch then selective injection into the microcatheter then repositioned the catheter that time observed the wire came out in the microcatheter so physician take out and saw that catheter was bursted. The physician return for further investigation of the product. The physician took another magic 1.2f done the procedure. The patient doing good and case went off well." Update 16dec2025 - additional information received from the issuer: "- could you please inform us about the patient's condition? Patient doing good - can you quickly describe the treatment and sizing strategy? Was there any notable specificity or challenges of the case? Avm treatment and no challenges but physician tried with selective injection one of the branch that time only happen the magic catheter burst. - have any difficulties been encountered during the preparation of the device (dispenser flush, internal lumen flush, mandrel)? No. - what was the strategy for selecting this catheter? The plan to inject the glue. - what is the guidewire used? Lot n°? Hybrid007d and lot no not available. - when did the break occur? Inside the patient? Selective injection and inside the patient. - what is the syringe used? 1 cc syringe." Incident report form submitted for this complaint indicates that no patient injury was sustained.